Manufacturer narrative:
(B)(4). Evaluation, results: graft kink/occlusion. Unknown cause of compression leading to occlusion. Conclusions: unknown cause of compression leading to occlusion.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.5-5 c m diameter saccular aneurysm of the distal aorta. The aortic neck was 24 mm in diameter with calcification but without angulation. Iliac vessels were non-tortuous, mildly calcified, and 16-17 mm in diameter. It was reported that a 28x20x124 endurant bifurcated stent graft was placed via the right side with a 20x20x55 aneurx ipsilateral extension stent graft. The contralateral gate was intentionally anteriorly-placed, and the 16x20x93 contralateral limb was deployed without issues. The limbs were not crossed. The final angiogram showed no issues; however, as the wires were removed, no femoral pulse was noticed on the left side. It was noted that at the location of the aortic bifurcation, the aneurx ipsilateral extension was compressing the contralateral limb. The physician elected to balloon the contralateral limb and then placed a 20x20x55 aneurx extension inside the contralateral limb to resolve the occlusion. No additional clinical sequelae were reported, and the patient is fine.